Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aoritc balloon pump (iabp) touch screen was not responding. No injury or harm reported.

Manufacturer narrative:
Updated fields- b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11 la¿darius walker the biomed director cancelled the call. The unit was brought down to the biomed shop and tested and no issues were found with the touchscreen.

Event description:
N/a